Event description:
It was reported that the device had a damaged downstream occlusion (dso) seal and a crack on the battery door. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Received one device. The initial customer report indicated a problem of the device having a damaged downstream occlusion sensor (dso). Visual inspection found dso seal degraded. Seal was replaced. Probable cause: the device has a damaged dso. Device passed all test. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.